Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior lumbar interbody fusion surgery, an anterior lumbar interbody fusion surgery, and a posterior lumbar interbody fusion and posterolateral fusion surgery levels implanted: l5-s1 it was reported that: on (B)(6) 2007, the patient underwent spine fusion surgery from vertebrae l5-s1 wherein rhbmp-2/acs was implanted. Despite revision surgery, a return of severe pain and symptoms ultimately led the patient to undergo second revision surgery on (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.